Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leaflet tear from the first implanted mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a (B)(6)% ejection fraction, asymmetrical tethering of the posterior leaflet, and a flail of anterior leaflet due to a pre-existing ruptured chordae. Three mitraclip xtrs were implanted, but mr was only reduced to grade 3. The physician suspects that the first implanted mitraclip xtr caused a tear in the leaflet which contributed to the less than ideal mr reduction. There were no issues with the mitraclips during the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be due to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.